Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Reportedly, the opening where the reservoir goes in it started cracking on the opening on the plastic ring then the o ring came off and now the reservoir wont lock. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Unit was received with totally broken off reservoir tube lip and missing reservoir tube lip o-ring and end cap sticker. Unable to perform displacement test due to physical damage. Unit was received with cracked case at display window corners, display window and battery tube threads. Unit was received with minor scratched display window and case. Unit was received with stripped battery cap coin slot.